Event description:
It was reported that high impedance was observed during interrogation of the patient's vns. X-ray images were reviewed by the medical professional and it was stated that the bottom electrode may not be placed properly on the vagus nerve. The new vns generator was connected to the lead and the high impedance did not resolve. It was reported that while dissecting down to the nerve, a large pocket of pus was found surrounding the vagus nerve and vns electrodes. The surgeon believed this was likely the cause of the high impedance. The pus was removed along with the vns lead and electrodes. The new vns lead diagnostics were within normal limits. A review of device history records revealed that the generator and lead were sterilized and passed quality control inspection prior to distribution. During attempts at product return, it was revealed that the facility discarded the explanted products. No additional relevant information has been received to date.